Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation in 2008, that a nasobiliary catheter with guidewire was used. According to the complainant, when unpacking, it was noticed the extension tube was crushed. The procedure was completed with another nasobiliary catheter with guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(Extension tube crushed). The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.